Manufacturer narrative:
(B)(4) physio-control evaluated the device and verified the reported issue. Physio-control determined that the cause of the reported issue was due to a failure of the analog pcb assembly. The analog pcb assembly caused the device not to recognize a shockable rhythm. Further root cause could however not be determined. A replacement device was provided to the customer under warranty.

Event description:
The customer contacted physio-control to report that their device had a service wrench icon in the readiness display. During device evaluation, physio-control observed that the device had logged an event code into its memory and that it could not charge and shock defibrillation energy. There was no patient use associated with the reported event.